Event description:
During ablation, an alarm displayed indicating there was a bubble in the tacticath. The tacticath was inspected and it was observed that fluid entered the port of the catheter tubing and flowed back to the tactisys. The catheter was replaced to continue the procedure and there were no patient consequences.

Manufacturer narrative:
The reported event of fluid within the catheter tubing was confirmed. Fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle. Further investigation revealed a gap at the luer/irrigation tubing junction, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing. As a result of this finding, abbott is performing further investigation.